Event description:
It was reported the epg (external pulse generator) will not stay on, despite replacing the battery. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the printed circuit (pc) board tested out of electrical specification. A detailed analysis of the pc board was then performed. This analysis found low capacitance on a capacitor, so this was replaced. It was also noted that an integrated circuit component had an intermittent solder joint connection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the printed circuit board tested out of electrical specification.